Manufacturer narrative:
An invalid lot number (aa3195) was provided by the reporter. Unable to determine manufacturing location and date without a valid lot number. Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, a review of the device history records cannot be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the teeth of an expandable corpectomy device (ecd) sterile implant were found to be broken during preparation for a procedure on (B)(6) 2016. It is unknown if the patient had already been anesthetized when the breakage was discovered. Additional information pertaining to the patient and procedural outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complainant part was received without its original inner and outer packaging. Furthermore, the implant shows signs of damage at the pinion for adjustment, and on the body of the implant. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected. A failure in the material or production could not be detected. Based on these findings, it can be concluded that the cause of failure is not due to any manufacturing non-conformances. Therefore, it is likely that there was a technical complication during use of the implant (i.e. Not properly connected of holding and distraction instrument). No product fault could be detected. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: july 16, 2015. Expiry date: july 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.